Manufacturer narrative:
(B)(4).

Event description:
Additional information reported the patient had increased leakage and urge along with fecal and urinary incontinence. The lead was explanted and replaced. The event was considered resolved without sequelae. The event was noted as not related to the stimulator.

Event description:
It was reported that the patient experienced a loss of therapeutic effect. It was noted that there was direct trauma to the implant site. It was noted that the action taken included reprogramming. It was noted that the device was interrogated and the data was normal for the subject. It was noted that the outcome was ongoing.

Manufacturer narrative:
Concomitant medical products: product ID 3889-28, lot# v727845, implanted: (B)(6) 2011, explanted: (B)(6) 201: extension. Product ID 3889-28, lot# v727845, implanted: (B)(6) 2011, explanted: (B)(6) 2016, product type: lead. Product ID 3037, serial# (B)(4), product type: programmer, patient.

Event description:
Additional information from the health care professional of the clinical study reported the event was not associated with the extension or a programming issue. Additional information from the health care professional of the clinical study reported that the issue was resolved without sequelae on (B)(6) 2016. Intervention included a lead that was explanted or replaced on (B)(6) 2016.

Manufacturer narrative:
Concomitant medical products: product ID 3095-10, serial# (B)(4), implanted: (B)(6) 2011, product type: extension; product ID 3889-28, lot# v727845, implanted: (B)(6) 2011, product type: lead; product ID 3037, serial# (B)(4), product type: programmer, patient. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Additional information from the health care professional of the clinical study reported the direct trauma to implant site resulted in lead misplacement. The event was still considered resolved without sequelae following lead replacement.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Information references the main component of the system and the other applicable components are: product ID 3889-28 lot# v727845 implanted:(B)(6)2011 explanted: (B)(6)2014 product type lead product ID 3095-10 serial(B)(4) implanted: (B)(6)2011 product type extension product ID 3889-28 lot# v727845 implanted: (B)(6)2011 explanted: (B)(6)2014 product type lead product ID 3037 serial(B)(4) product type programmer, patient if information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare professional (hcp) for a clinical study (sdy). It was reported that the lead replacement was on (B)(6)2014. There were no further complications reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare professional (hcp). It was reported that the event resolved without sequelae on (B)(6) 2018. No further complications were reported/anticipated.